Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the pump battery to deplete fully and the pump shut off. The pump was connected to a power source and was able to be turned back on. Subsequently, the pump would not charge past 5%. The customer's blood glucose (bg) level was 400 (mg/dl) with moderate ketones. A manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.